Manufacturer narrative:
H.6. Investigation: customer returned (1) bd blue/black safe-clip (used). Consumer reported safe clip is not working. The returned safe clip was examined microscopically and exhibited dry blood near the cutting hole; the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now most likely full. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low.

Event description:
It was reported that the needle clipping device safe clip worked three times and failed to clip needles afterward. As reported by the customer, "consumer reported safe clip is not working. Stated he was able to use it 3 times only. Lot: 8228014, item: 328235, occurrence date unknown. Sample available."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clipping device safe clip worked three times and failed to clip needles afterward. As reported by the customer, "consumer reported safe clip is not working. Stated he was able to use it 3 times only. Lot: 8228014, item: 328235, occurrence date unknown. Sample available."